Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31 mar 2023, it was reported that infusion set fell out due to leaking leading to tape not sticking. No further information available.